Manufacturer narrative:
H.6. Investigation: 2 samples were returned and photos were forwarded to the manufacturing facility of 3/10cc syringes. Customer states that when removing a shield, hub was broken with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing a shield, hub was broken with the shield.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing a shield, hub was broken with the shield.